Event description:
The customer reported a sulfur smell coming from the system. A philips field service engineer (fse) determined the smell was coming from failed uninterruptible power source (ups) batteries. The fse confirmed there was no battery acid leakage and no harm to a patient, operator, or bystander due to this issue. The fse replaced the ups batteries to resolve this issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).